Event description:
Avr with a 19mm epic supra valve w/flexfit and ventricular septum defect (vsd) closure were performed on the patient in (B)(6) 2011. The patient presented at the hospital in the outpatient on (B)(6) 2019, complaining of shortness of breath during exertion. Pressure gradient increase was confirmed in the detailed examination, and the physician suspected valve dysfunction. An echocardiogram before the surgery did not indicate problem in ava or leaflets immobilization. A re-do avr was performed on (B)(6) 2020, and the epic supra valve was explanted, replaced with a 19mm trifecta gt valve due to severe aortic stenosis and the shortness of breath during exertion. A perforation was observed on the explanted valve that occurred during explant. There seemed to be no damage on the leaflets but thinning from aging degradation were observed on the leaflets. According to the physician, circumferential pannus formation was confirmed upon explant, on the inflow side of the valve, and one of the leaflets was completely covered with pannus. The physician thought that the issue was due to the patient¿s condition and pannus formation.

Manufacturer narrative:
An event of stenosis and shortness of breath during exertion was reported. The pannus seen at explant was confirmed. There was circumferential pannus on the inflow surface extending onto all three cusps, which narrowed the inflow diameter and limited the mobility of the cusps. There was a defect in cusp 1, and the field noted that perforation damage occurred on the valve due to the explant procedure. There were degenerative changes to the tissue of cusps 1 and 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The circumferential pannus noted would have contributed to the reported stenosis.

Event description:
Patient presented at the hospital in (B)(6) 2019, complaining of shortness of breath during exertion. Pressure gradient increase was confirmed in the during examination, and the physician suspected valve dysfunction. An echocardiogram before the surgery did not indicate problem in ava or leaflets immobilization. A surgical avr (savr) was recommended, and the surgery was performed due to severe aortic stenosis and the shortness of breath during exertion. Perforation damage was observed due to explant. No damage on the leaflets but thinning from aging degradation were observed on the leaflets. According to the physician, circumferential pannus formation was confirmed upon explant, on the inflow side of the valve, and one of the leaflets was completely covered with pannus. The physician thought that the issue was due to the patient¿s condition and pannus formation. Patient was reported to be in stable condition.